Event description:
It was reported that post-operatively the catheter was observed to be looped in the "rv" on x-ray. During attempt of catheter removal, the patient complained of chest pain. The patient was returned to surgery and placed back on bypass. The catheter was found to be wrapped around the papillary muscle of the tricuspid valve. The catheter was clipped and removed. It was reported that the patient was discharged with no adverse event reported. It was reported that the catheter functioned properly.